Event description:
It was reported that during a laprascopic chole procedure, applier crossfired two clips on common duct. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, it formed 3 clips as intended and the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was cholangiogram done on procedure? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Was clip fired over another clip or hard structure? Did scissored clip cut structure? If so, how was tissue repaired? Any bleeding? If so, please quantify. How patient treated?